Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with protruded loose drive support disk and a bleeding lcd glass. No crack noted on drive support disk or on end cap. The insulin pump has cracked reservoir tube lip, minor scratched display window and scratched case.

Event description:
Customer reported a crack in case. The insulin pump not bumped or dropped. The crack is on the support cap. The drive support cap is damaged. The blood glucose reading is unknown. Nothing further reported.